Event description:
It was reported that the patient experienced what appeared to be pacemaker-mediated tachycardia (pmt) on echocardiography (ECG). The patient was hospitalized and upon interrogation of the implanted pacemaker, it was discovered that there were no recorded episodes of pmt, and the patient did not have v - a conduction when tested. It was observed, however, that when the patient adjusted her position in bed, signal noise was evident on both the atrial and right ventricular (rv) channels. The noise was being sensed in both chambers and it was possible that the pacemaker may have been tracking the noise in either chamber, pacing up to the maximum tracking rate (mtr), and causing the rapid heart rates observed on ECG. The mtr was reprogrammed to 110 beats/minute (bpm) and atrial sensitivity was decreased from 0.25 mv to 0.5 mv. The rate response was turned off and the atrial tachy response mode switch trigger rate was reduced to 120 bpm. The patient did not tolerate the symptoms of ddi programming, thus the device was left in ddd mode. The patient reported having related symptoms (unspecified) since having a fall in (B)(6) 2023. Chest x-rays were ordered, and it was planned to further investigate both the atrial and rv leads. At this time, the atrial and rv leads remain in service. Additionally, it was reported that the patient experienced palpitations and the physician wanted to program a lower rate threshold for atrial tachy response. Upon review of a holter tracing for the patient, it was observed that there were some p-waves followed by a lack of rv pacing. The rv sensitivity was programmed at 1.0 mv (automatic gain control) and technical services recommended decreasing the sensitivity and using a fixed setting until further lead assessment could be performed. It was also noted that there was an observed isolated decrease in the rv pace impedance, 150-200 ohms below normal trends at 589 ohms, as well as a drop in the r-wave amplitude. The patient had a follow-up appointment scheduled for (B)(6) 2023. The rv lead remains in service.

Event description:
It was reported that the patient experienced what appeared to be pacemaker-mediated tachycardia (pmt) on echocardiography (ECG). The patient was hospitalized and upon interrogation of the implanted pacemaker, it was discovered that there were no recorded episodes of pmt, and the patient did not have v - a conduction when tested. It was observed, however, that when the patient adjusted her position in bed, signal noise was evident on both the atrial and right ventricular (rv) channels. The noise was being sensed in both chambers and it was possible that the pacemaker may have been tracking the noise in either chamber, pacing up to the maximum tracking rate (mtr), and causing the rapid heart rates observed on ECG. The mtr was reprogrammed to 110 beats/minute (bpm) and atrial sensitivity was decreased from 0.25 mv to 0.5 mv. The rate response was turned off and the atrial tachy response mode switch trigger rate was reduced to 120 bpm. The patient did not tolerate the symptoms of ddi programming, thus the device was left in ddd mode. The patient reported having related symptoms (unspecified) since having a fall in (B)(6) 2023. Chest x-rays were ordered, and it was planned to further investigate both the atrial and rv leads. At this time, the atrial and rv leads remain in service.